Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383532 and lot number 4059696. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva leaked at the connection. The following information was provided by the initial reporter: caller states the nexiva dual port device is leaking while performing CT power injection procedures. Confirmed the solutions are body temperature and the max flow rate is at or below 3ml/sec. Caller states they have tightened and in some cases replaced the qsyte connector to confirm leakage at the same connection. Caller confirms they have used this device in the past and not had this problem. Caller provided lot number